Event description:
I have numbness and tingling in my hands and feet. I have trouble driving, eating - anything to do with my hands or feet. Dose or amount: denture cream, frequency: four times daily. Route: oral. Dates of use: 2005-2009. Event abated after use stopped: no.